Event description:
The user rec'd discrepant creatinine and bun results for one barcoded pt sample. The original bun result was 67 mg per dl and was manually rerun on the d module serial number with result of 68 mg per dl. The original creatinine result was 1.59 mg per dl. Both results were reported. The physician called the lab in 2009, and stated the results did not fit the pt's clinical picture and asked that both assays be return. The same sample was repeated on the original d module with a bun result of 11 mg per dl and creatinine result of 0.54 mg per dl. A separate sample from the same pt was tested on the original d module and recovered a bun of 11 mg per dl and a creatinine of 0.52 mg per dl. There was no treatment done on the pt due to the results.

Manufacturer narrative:
The field service rep did not find a problem. He checked and verified the sample probes, rinse nozzles, reagent nozzles and stirring paddles were working properly. Calibration and qc were performed to verify the analyzer performance with all results within range.